Event description:
During a lot to lot study, higher advia centaur xp ca 125ii results were obtained for samples from different patients. The lot to lot study was from lot # 149 to 152. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 125ii result.

Manufacturer narrative:
The cause for the discordant ca 125ii result is unknown. Siemens performed testing in-house on lot# 149 (after expiration) along with lots# 151 and 152 with different calibrator combinations. The data showed good correlation between all the lots. This appears to be a site specific issue with ca 125ii with reagent lot# 149. The instrument is performing within specifications. No further evaluation of the device is required.